Manufacturer narrative:
A partial lead with the connector pin measuring 14.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in the ER after receiving hv therapy and a patient notification. Upon interrogation, an alert for ¿possible high-voltage lead issue" was observed. Review of the egms confirmed a low hv lead impedance measurement. The rhythm converted after delivery of the hv therapy. The physician elected to cap and replaced with a new lead. The patient was stable post-procedure.